Event description:
The attending physician observed one screw backing out from an anterior cervical plate on films taken during follow-up exams. A revision surgery was performed four months after the initial surgery, and the screw was removed. The revision was completed with no further incidences, and the patient is reported to be in good health.